Manufacturer narrative:
This is a duplicate of (B)(4) reported on MDR 1218950-2020-02374. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the ac module needs replacement under (B)(4). There was no patient involvement.